Manufacturer narrative:
The pump was received with a compromised force sensor system alarm during the basic occlusion test due to a faulty force sensor resistor. Unable to perform the basic occlusion, occlusion, prime or test for the excessive no delivery alarm due to the compromised force sensor system alarm. The pump was received with normal operating currents, and passed the unexpected restart and self tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting explained the possible cause of the alarm and customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.